Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited noise. No intervention was reported. There were no patient consequences.

Event description:
Additional information was received that the lead exhibited varying impedance and sensing values. It was believed that the lead had fractured. During lead revision, the atrial lead dislodged. Both leads were explanted and replaced. No patient consequences were reported.